Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced an infection. Blood cultures from (B)(6) 2018 was positive for methicillin-resistant staphylococcus epidermidis (mrse). Urine cultures from (B)(6) 2018 was positive for zosyn-susceptible k.oxytoca. Tracheal aspirate culture from (B)(6) 2018 was (B)(6) with (B)(6) and mucoid gram negative rods (gnr) tbi (probably klebsiella). Patient was given (B)(6) to cover for isolated organisms. No additional information was provided.